Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic-transhiatal surgical procedure, the patient side cart (psc) was running on battery. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance. The isi technical support engineer (tse) had the customer check the breaker switch on the back of the psc and moved the power cord to multiple outlets, but the message was still present. The tse reviewed the logs and noted 417 and 418 faults in the logs. The tse explained that without ac power the psc could shut off without notice. Tse had site power down and perform a hard cycle on the psc and upon power up, the system homed and the message was cleared. Surgeon was able to regain control and proceed with procedure. The customer called back during the same procedure to report that they began running on battery again. Tse walked customer through hard cycling the psc a second time and after hard cycling, the message cleared once again. However, the message returned for a third time. The tse informed the customer that they could hard cycle again, but that the issue would continue to return. The customer reported that they were converting the case due to the psc continuously running on battery. The procedure was converted to a laparoscopic procedure and there was no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse spoke to the staff and they confirmed that they had many items plugged into one circuit including the bear hugger which is known to draw a lot of power. The fse was unable to reproduce issue after multiple hours of having the system on as well as running it through sine cycle. The psc never switched from ac to battery without fse intervention by unplugging the cable. Service maintenance accomplished to manufactures specifications. System verification passed. System tested and ready for use. A review of the site's complaint history does not show any additional complaints for this product/event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 417 and 418 that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for an esophagectomy non-transthoracic-transhiatal procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.